Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose level was 38 mg/dl at the time of incident. Customer experienced no symptoms. Customer was treated with high meals. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was over delivering. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.